Event description:
An implant was inserted in 2004. The pt later developed post operative synovitis with pain. It is unknown how long after surgery the synovitis developed. Anti-inflammatory drugs were administered.